Manufacturer narrative:
The final device was evaluated by the end user who determined that the issue was caused by user error; the facility had placed the device too close to the wall. There was no defect with the device.

Event description:
This report summarizes 3 malfunction events, where it was reported the armrest could not support the weight. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   2 devices were evaluated in the field and the issue was confirmed; there were broken/damaged components.  The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the armrest could not support the weight. There was no patient involvement.